Event description:
It was reported that difficulty removing a balloon from the stent and shaft break occurred. The target lesion was located in a heavily calcified left main (lm) artery. A 5.00 x 16mm synergy megatron stent was deployed at the lm artery, but difficulty removing the delivery system occurred. The balloon was deflated prior to removal attempt, but force by hand was required to withdraw the balloon due to the stent delivery balloon was caught in the heavily calcified lm. It was noted that the balloon became stuck in the stent, and a shaft break occurred after withdrawal. No additional devices were used. The procedure was successfully completed. The patient was reported to be stable, and no patient complications resulted in relation to this event.